Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump won¿t come back on after battery change. The customer¿s blood glucose was unknown. Customer also stated that they must cycle through multiple new batteries to get back on. Customer stated that piece of housing missing around battery cap area also reservoir compartment threads very tight that was harder to screw or unscrew. Customer stated that insulin pump rejected new batteries. The insulin pump will not be returned for analysis.